Event description:
It was reported that the core universal driver would not stay locked in safety mode during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The trigger not locking in the safe position creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
It was reported that the core universal driver would not stay locked in safety mode during a routine equipment evaluation at the user facility, by a manufacturers' service technician. The trigger not locking in the safe position creates a situation from which the device may be activated unintentionally. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Manufacturer narrative:
A follow up report will be submitted after the quality investigation has been completed.